Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: large b-cell lymphoma, capsule with chronic inflammation and foreign body giant cell reaction without evidence of malignancy. Clarification to patient year of birth (B)(6).

Event description:
Through the journal article ¿breast implant-associated ebv-positive diffuse large b-cell lymphoma: two case reports and literature review " healthcare professional reported "a patient with ¿diagnosed with hormone receptor positive her2, negative invasive lobular carcinoma in left breast with positive axillary lymph node metastasis"and ¿dense capsule with chronic inflammation and foreign body giant cell reaction without evidence of malignancy¿. Patient was treated with wire guided breast conservation surgery, lymph node dissection occurred by adjuvant chemotherapy and radiation therapy. Later, the device has been explanted. This reflects patient¿s left side. The event of "invasive lobular carcinoma" is not related to the breast implant.